Event description:
Reporter indicated that system diagnostic testing resulted in a high lead impedance reading, indicating a possible lead break. At that time, the patient also claimed to feel stimulation in the chest area. Revision surgery is likely. No serious injury reported.

Manufacturer narrative:
H6 code: x-rays were reviewed. H6 code review of x-rays did not reveal any obvious discontinuities in the ncp system. H6 code device failure is suspected but did not cause or contribute to a death or serious injury.